Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure it was noted that the right atrial lead exhibited intermittent capture. The lead was capped and replaced. The patient was in stable condition.